Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a left uterine fibroid embolization [ufe] procedure on (B)(6) 2020, the microcatheters radiopaque marker band detached within a patient. The physician had acquired right retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with a guidewire and a 5f guide catheter. During microcatheter manipulations over the wire within the patient's left uterine artery the marker band detached. The physician noted the patient's anatomy was tortuous and very difficult to navigate. The radiopaque band became embedded within the patient's vasculature system that was feeding the fibroid. The decision was made to leave the foreign body acting as an embolic within the patient. The embolization procedure was successfully completed. The outpatient tolerated the procedure well and was discharged to home without further consequence.